Event description:
Additional information received from the healthcare professional (hcp) reported that the patient being in the hospital was not related to the device; it was due to heart issues. The power on reset (por) problem was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Therapy had turned off and reset to shipping parameters. At the time of por (power on reset), the patient was in hospital. Reason for hospital was not related to MFR device. There was recent medical test or emi environmental exposure. Symptoms reported were none. Event date was on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.